Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, transmitter malfunctioned after sensor replacement. No additional patient or event information is available. Data was returned and evaluated. The complaint confirmation was confirmed via data. A root cause could not be determined via data.